Event description:
It was reported that the patient presented to the clinic experiencing fatigue two weeks prior. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture. On (B)(6) 2017 the patient presented to the hospital for a scheduled lead revision procedure. The right ventricular lead was successfully capped and replaced. The patient was in stable condition post surgery.